Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit was selected for use for a watchman procedure to perform a left atrial appendage closure (laac). During insertion of the device the user noticed the mechanical guidewire was slightly bent and could therefore not be used. They proceeded to remove the wire and try again with rf wire and it also became bent, with the addition of getting stuck when attempting to remove it, indicating an issue with the dilator. No patient complications reported. The procedure was completed successfully using a second kit and experienced no difficulties. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. It has further been confirmed through product investigation that sales rep does not explicitly call out radiofrequency (rf) wire getting stuck inside the dilator. Instead, it captures two "wires" became bent, one of which became stuck inside the dilator. The second versacross connect access solution kit opened enabled the user to complete procedure with no patient complications. As the rfw does not have any coils around the core mandrel, it is unlikely the rfw wire got stuck; it is more likely the guidewire. Only the guidewire from complaint (B)(4) has returned for investigation - no rfw was returned. Rfw was not mentioned in the event details of this complaint either so the complaint summary, coding table, and MDR event details have been updated to capture guidewire getting stuck instead of rfw.

Event description:
It was reported that a versacross connect access solution kit was selected for use for a watchman procedure to perform a left atrial appendage closure (laac). During insertion of the device the user noticed the guidewire was slightly bent and could therefore not be used. They proceeded to remove the wire and try again with another versacross connect kit. The second wire also became bent, with the addition of getting stuck when attempting to remove it, indicating an issue with the dilator. The procedure was completed successfully using the second kit/dilator (different device, same model). No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
It was further confirmed (11oct2023) that the second wire that was used was a second mechanical guidewire and not a versacross rf wire. Also, the devices have returned for analysis which was completed on 20oct2023. The fields b5 (describe event or problem), b7 (other relevant history), f10, h6 (device codes) were updated. Thus, this supplemental MDR will be submitted, along with the investigation results completed on 20oct2023. During investigation, it was noted that the mechanical guidewire was stuck into the vxa dilator. The mechanical guidewire remained in one piece and the external coils is not broken. There is evidence of coil stacking from the protruding distal end of the mgw from the vxa dilator. The vxa dilator tip is bent on the distal tip, with an exposed void on the outer surface of the dilator. It is revealed that the mgw od measurements are within drawing specifications. The wire pass test was unsuccessful due to the severe bend in the dilator tip that was close to being broken off. Therefore, the damage to the dilator could have been a contributing factor to the guidewire getting stuck in the dilator. It was noted that the lumen of the vxa dilator experienced minor material protrusion around the location of the kink, just proximal to the ro coil.

Event description:
It was reported that a versacross connect access solution kit was selected for use for a watchman procedure to perform a left atrial appendage closure (laac). During insertion of the device the user noticed the guidewire was slightly bent and could therefore not be used. They proceeded to remove the wire and try again with another versacross connect kit. The second wire also became bent, with the addition of getting stuck when attempting to remove it, indicating an issue with the dilator. The procedure was completed successfully using the second kit/dilator (different device, same model). No patient complications reported. Product is expected to return for analysis. It was further confirmed (11oct2023) that the second wire that was used was another mechanical guidewire and not a versacross rf wire.